Manufacturer narrative:
(B)(4): the customer reported that this intellivue mp5 monitor had a broken speaker. No pt harm was reported. The limited available information is not sufficient to verify if the failure posed any health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that this intellivue mp5 monitor had a broken speaker. No pt harm was reported.